Event description:
Rptr initially noted system displayed an error message in middle of surgery. Wanted system checked.additional information received in 2005 noted error message, system froze, with no irrigation or aspiration; unable to reboot. Changed out system to complete case. Pt had posterior capsule tear and vitreous leak; anterior vitrectomy performed and iol implanted. Won't know final outcome for five weeks.